Event description:
The customer reported that during testing the 840 ventilator gives stuck key error and the screen lock key activates by itself. There was no pt involvement. The customer replaced the keypad. Unit passed all calibrations, est, sst, electrical safety tests and meet manufacturers specifications.